Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: fr995-27 tissue valve, implanted (B)(6) 2001; 452445 lead implanted (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance. The lead was capped and replaced. During implant of the left ventricular (lv) lead, the lead dislodged when the physician went to slit the catheter. The lead was not used an another lead was successfully placed. No patient complications have been reported as a result of this event.